Event description:
It was reported that the device did not recognized proper syringe size. No patient injury was reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was broken on the plunger assembly, but device was in good condition. Review of the event history log showed an occurrence of "invalid syringe size" message. Functional testing found that the device exhibited the reported "invalid syringe size" message. The investigation determined that the tapered spring having slipped over the barrel rod collar was the cause of the reported issue. The software was updated and the barrel clamp rod, tapered spring, barrel clamp rod, carrel clamp blue spring and barrel clamp slide were replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. The issue is related to a previous recall repair at customer site. Replacement date is unknown.

Event description:
Additional information was received indicating pump was set to administer cryoprecipitate (cryo); 50 ml over twenty minutes. Per reporter all non-compatible meds were paused for 25 minutes. The pump alarmed "syringe was empty" and it was noted to be empty. It was reported that the other delayed medications had approximately 17 minutes left on their delay indicating that the cryo had delivered 47 ml (50 ml minus the primed tubing) in approximately 8 minutes. It was also reported that when attempting to add a 10 ml normal saline flush, the pump would not recognize the syringe size at 10 ml, but only as 1 ml or 3 ml. Per reporter it also indicated there was about 7 minutes remaining on the infusion for the last 3 ml. No adverse effects reported.